Manufacturer narrative:
Incidental findings: no external power alarms observed in event and periodic data with unknown causes due to onset of the alarms being unobservable. Manufacturer's investigation conclusion: the reported event of the system controller being damaged was confirmed, as the returned system controller (serial number (B)(6)) was observed to have damaged black and white connector-side strain reliefs upon arrival. The system controller was functionally tested and was found to perform and operate a mock loop as intended throughout all testing, even when the power cables and strain reliefs were manipulated by hand. A log file was extracted from the controller during testing; however, the log file did not contain any atypical events regarding the controller¿s strain relief damage, and the pump maintained speeds above the low speed limit while connected to the driveline. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance (qa) specifications. The heartmate 3 patient handbook (rev. D, section 2 ¿how your heart pump works¿) instructs users that backup battery power should only be used when in a power loss emergency. Inappropriate use of the backup battery¿s power may result in diminished run time during a power loss emergency. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) instructs users on how to react to and resolve alarms that sound from their system controller, including alarms associated with no external power conditions. The heartmate 3 patient handbook (rev. D, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient contacted their hospital on (B)(6) 2023 regarding external fatigue damage to the patient's modular cable. No alarms were noted and the patient was noted to be hemodynamically stable. The modular cable and system controller were exchanged on (B)(6) 2023. The patient's controller did not have any visual exterior damage, but the site was unsure if the controller had internal damage.